Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured during filling. The device was being filled with an antibiotic when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
Reporter alleged obtaining the results of 156 mg/dl and 320 or 820 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.